Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. It was reported that the device inserted into the artery without problem and that the foot deployment and foot parking went without problem. The physician reported a cuff miss was noted upon needle retrieval. The device was then removed from the artery without problem. Another device was inserted for successful closure. The pt's procedure was done as an outpatient and the pt was discharged home three hours after the procedure. The pt's pulses were reported to be "ok". There has been no report of any adverse pt effect. Analysis of the device revealed the device has a posterior foot break and guide break.